Event description:
Customer's assisted living provider reports an inaccurate high reading on customer's freestyle blood glucose meter. The assisted living provider reports the customer "bottomed out" after obtaining a reading of 294 mg/dl on his freestyle meter and administered glucose. Customer was transported to a local hosp and the facility's meter received a reading of 110 mg/dl. The customer's health care provider diagnosed him with hypoglycemia and increased his insulin accordingly.

Manufacturer narrative:
The product has been requested. It will be investigated upon return and a follow up report will be submitted.